Event description:
Information received indicates the bed has a complete loss of ac power.

Manufacturer narrative:
The technician investigated and found the f5 and f17 fuses were blown. The technician replaced the fuses to repair the bed.